Event description:
The customer used the suspect device to check the blood glucose and obtained a reading a 400 mg/dl. Pt later passed out. Paramedics were called and they checked pt glucose at 20 mg/dl and gave pt an IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the MFR for eval.